Event description:
The patient originally underwent total hip replacement in 1997. The patient experienced looseinin of the acetabular insert and underwent revision surgery in 2005. The surgeon revised the acetabular shell, acetabular insert, cancellous screws and femoral head.